Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-05127 and 2134265-2016-05341. It was reported that automatic pullback failure has occurred. The (B)(4) stenosed target lesion was located in a severely tortuous, severely calcified, 20mm in length and 3mm in diameter left main coronary artery. During a procedure, an opticross(tm) imaging catheter was used to visualize the target lesion. However, it was noted that the automatic pullback failed to occur. The procedure was completed with another same opticross(tm). No patient complications were reported and the patient's condition is stable.